Event description:
It was reported that patient lost significant amount of weight, and the ipg is now loose and hangs out causing pain at the site. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient lost significant amount of weight, and the ipg is now loose and hangs out causing pain at the site. Surgical intervention may take place to address the issue.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.